Manufacturer narrative:
H10: the customer called in to report that an error for backup alarm failure had occurred. At bench repair, it was determined that the central processing unit (cpu) printed circuit board assembly (pcba) required a replacement to resolve the issue. The cpu pcba was then replaced and the reported issue was confirmed to be resolved. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. Usage of device still being investigated.

Event description:
Philips received a complaint by the customer on the v60 indicating that an error for backup alarm failure had occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per gfe response: device use remains unknown.